Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Conclusion- failure event observed during analysis. Final analysis found that the lead insulation was abraded at 17.8cm to 18.4cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.